Manufacturer narrative:
The marathon micro catheter was returned within an opened outer carton and within a plastic bag. The tenrou 1014 (kaneka medical) guidewire was found to have a proximal od (outer diameter) of 0.014¿ and distal od of 0.010¿ as per an online source. Per the marathon IFU (instructions for use), the maximum guidewire od required is 0.010¿; therefore, the tenrou 1014 guidewire was not compatible for use with the marathon micro catheter. The marathon micro catheter was decontaminated and no issues were found with the marathon micro catheter hub. The marathon micro catheter body was found to be punctured at 1.3cm from the distal tip. No issues were found with the marathon micro catheter distal tip. An unsuccessful attempt was made to flush the marathon micro catheter as it was found to be occluded with possibly dried contrast. No other anomalies were observed. The lot history record or the reported lot number did not show any discrepancies that might have contributed to the reported event.

Event description:
Medtronic received report that during a brain tumor embolization, the marathon microcatheter was delivered to the mma peripheral and it was noticed that contrast medium was leaking from the tip of the microcatheter. The marathon was removed from the patient and checked, but the sources of the leak could not be identified. A new device was used and the procedure was completed without further issue. There was no patient injury.